Event description:
On (B)(6) 2025, the user experienced high blood glucose (bg) after lunch, rising to 527 mg/dl despite the pump delivering corrections. The agent advised a full supply change, which the husband performed. The user¿s husband also attempted false meal announcements for insulin, but the agent explained this was unsafe and could cause maladaptation. Recommendations included additional training (at) and a factory reset. By the end of the call, bg was 300 mg/dl and trending down. The ilet alerted for high bg and was corrected by full supply change and corrective algorithm. No symptoms or medical intervention were reported during the event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.